Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to boot up past the splash screen. The cause for the power -up failure was isolated to a corrupted sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted form the defective sd card. The pt received a replacement monitor.